Event description:
Reportedly, patient had 7fr dual power-line catheter inserted. Three (3) weeks later, patient was in CT scan to have a contrast computed tomography angiography (cta) done. Upon administration of contrast, limited contrast was seen on cta. Reportedly, the power-line infiltrated. The 100cc of omni350 contrast was injected but an unknown amount infiltrated as some was seen on cta and some leaked around the power-line catheter. Patient required additional procedure to replace the power-line catheter. Reportedly, there was no harm to the patient.